Manufacturer narrative:
Without product reference/batch # and return product, the manufacturer could not conduct neither product investigation nor documentary review. Therefore, it is not possible to confirm the reported defect "purulent discharge/infection". The related risk is identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2023, patient underwent placement of an angiodynamics xcela product, model number h965451270. The device was implanted at (B)(6) hospital, (B)(6). On or about (B)(6) 2023, patient presented at (B)(6) hospital, with discharge from the port site. On or about (B)(6) 2023, patients port was removed by dr. (B)(6) at (B)(6) hospital.